Event description:
The physician attempted to place a biodiv ysio oc stent 3.0 x 11mm in the patient's mid left anterior descending artery. Predilatation was not performed. The stent would not cross the lesion. It was noted under fluoroscopy that the stent was not between the marker bands. The guiding catheter and stent delivery system were removed as on unit. The physician decided that the was not going to use this stent, so he touched the stent to see if it was in fact loose. The stent reportedly "came right off". The physician reports that he belives that the stent got stuck in the touchy. Another biodiv ysio stent was placed successfully. There was no report of any adverse patent event.